Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: investigation summary: background: it was reported that on an unknown date, the star-drive screwdriver t15 head stripped, star-drive screwdriver shaft t8 head stripped, star-drive screwdriver shaft self-retaining head stripped, ratcheting handle with quick coupling does not work , depth gauge broke, 2.7mm drill guide was bent, 3.5mm drill guide was bent, depth gauge was bent on the tip, inserter-extractor is bent, depth gauge broke off. There was a surgical delay reported. The procedure was successfully completed. There was no patient consequence. This complaint involves fourteen (14) devices. Investigation flow: damage. Visual inspection: the depth gauge for 2 .7 mm and small screws (p/n: 319.01, lot #: unk) was returned and received at us cq. Upon visual inspection, it was observed that the device was missing a sleeve, tip and a knurled cap. The tip of the slider assembly was observed to be bent. No other issues were identified with the returned devices. Device failure/defect was identified. Service and repair evaluation: the customer reported the device was bent. The repair technician reported the probe was bent and the device was missing a sleeve, tip and knurled cap. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed depth gauge for 2.7mm to 4.0 mm screws: 319_01, rev. M slider assembly: 319_01_4, rev. J. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, there is conclusive evidence that the returned device was missing components. Complaint was confirmed, the device received was bent and missing components. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the depth gauge for 2 .7 mm and small screws (p/n: 319.01, lot #: unk). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause for bent could be due to unintended forces applied to the device and for missing components, potential cause could be due to device maintenance and incorrectly assembled during sterilization. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the stardrive screwdriver t15 head stripped, stardrive screwdriver shaft t8 head stripped, stardrive screwdriver shaft self-retaining head stripped, ratcheting handle with quick coupling did not work, depth gauge broke, 2.7 mm drill guide was bent, 3.5 mm drill guide was bent, depth gauge was bent on the tip, inserter-extractor is bent, depth gauge broke off. There was a surgical delay reported. The procedure was successfully completed. There was no patient consequence. This report is for one (1) depth gauge for 2.7 mm & small screws. This is report 8 of 8 for (B)(4).